Event description:
Head of handpiece overheated and burned patient on the lr premolar check. Patient was prescribed lortab 7.5 mg pain medication.

Manufacturer narrative:
Maintenance information was reviewed with the office. Bearings were worn and gritty in drive assembly, shaft, and axle. Bearings falling apart. Head damaged. Covernut damaged. High debris level. Damage was due to not following maintenance instructions properly. Complainant was informed that head of handpiece was dented and that in the future to send in all dented handpieces to kavo for evaluation and repair.